Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump(iabp) unit stopped pumping while on patient. A getinge field service engineer(fse) evaluated the unit and was unable to duplicated the reported issue. Fse then checked unit and passed all functional test. Unit cleared for clinical use. There was a patient involvement but no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit stopped pumping, customer states while moving patient the balloon extender came unplugged from the unit. Replaced extender and performed a fill procedure and start pump but unit would not pump. There was no patient harm reported.